Event description:
The patient was reportedly experiencing pain when using the device. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Testing of the device showed that the device is functioning. The pt no longer uses the device. The surgery to explant the device will be scheduled.